Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath and delivery system were discarded and not available for evaluation by edwards lifesciences. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No relevant imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints for the reported issues. Complaint history review for the commander delivery system revealed the complaint occurrence rates for the reported issues did not exceed the november 2019 control limits for the appropriate trend categories. Per IFU and training manuals: delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. Crossing native valve: ensure the flex catheter tip is flush with the thv for support during crossing. Do not force the thv. Use wire tension and distal flex proactively to help cross the first time. Use short movements to prevent ¿jumping¿ of the thv into the ventricle. Use rao or ap projection to ensure wire position is maintained in the ventricle. Potential challenges ¿unable to track arch, unable to cross valve. Initial technique: proactive wire tension and distal flex. Stiffer wires may bias to outer curvature but provide more pushability. Pushability is improved with less flexing. Reducing flex and managing wire may also help with crossing. The wire must extend beyond the distal end of the delivery system and the stiff portion of the guidewire should be incorporated in the curved section of the wire at all times thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Based on the review of the IFU and training manual, no deficiencies were identified during the manufacturing process, the delivery system inflation balloon, crimp balloon and components undergo multiple 100% dimensional and visual inspections. During the crimp balloon trimming and final inspection, the crimp balloon undergoes multiple 100% dimensional inspections. In addition, product verification (pv) testing is done on a sampling basis. These inspections performed during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaints were not able to be confirmed as the device was not returned and relevant imagery was not provided. Per training manual instructions, heavy calcification can lead to difficulty crossing the native valve. As the case notes stated that the patient¿s native annulus had moderate calcification, it is possible this calcification lead to the reported crossing difficulty. It was also noted that the patient¿s access vessel was severely tortuous and moderately calcified, which can create challenging and difficult pathways for the delivery system to travel through. Since crossing of the native annulus was attempted, valve alignment should have been performed, and per training manual instructions, the ¿crimped thv aligned on balloon is larger than crimped thv off balloon.¿ as calcification and tortuosity can led to non-coaxial withdrawal of the delivery system and a larger valve profile can more easily catch on the sheath, the combination of these factors likely contributed to the reported withdrawal difficulty. These same factors could have also led to the reported insertion difficulty. Although a definite root cause was not able to be determined, available information suggests patient factors (moderate annular calcification) may have contributed to the reported annular crossing difficulties. Procedural factors (manipulation of the devices, non-coaxial withdrawal of the delivery system), in addition to patient factors (moderate vessel calcification, severe vessel tortuosity) likely contributed to the difficulties encountered during the withdrawal of the delivery system and sapien 3 valve, and the subsequent deployment of the valve in the incorrect location. The cause of the lv perforation was likely related to procedural factors (the wire in the ventricle unwound from the pigtail type curve, becoming a straight wire, and perforated the left ventricle). No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits; therefore, no corrective and preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, after an unsuccessful attempt to cross the annulus, as the 23mm sapien 3 ultra valve was being pulled back, the wire in the ventricle unwound from the pigtail type curve, becoming a straight wire, and perforated the left ventricle (lv). Paracentesis was performed to drain the blood collecting in the pericardium. The effusion would not seal. The decision was made to open the chest and surgically replace the aortic valve and repair the ventricular perforation. An attempt was made to pull the valve and delivery system back into the sheath; however, the valve could only be pulled partially back into the sheath. Resistance was encountered during the attempt to remove the sheath and delivery system as a unit through the iliac vessel. An attempt was then made to re-advance the valve back into the aorta, but resistance was encountered. A balloon catheter was introduced into the contralateral femoral artery and expanded ¿slightly¿. The delivery system and valve were then advanced into the abdominal aorta and the valve was deployed. The delivery system and sheath were removed, and the access site was closed. The procedure was then converted to open surgery. The aortic valve was surgically replaced, and the ventricular perforation was repaired. Information regarding the native annular diameter was not provided. Moderate annular calcification, moderate vessel calcification and severe tortuosity in the aorta were reported. It was perceived that the valve could not be safely deployed due to the lv perforation. The tortuosity of the vessels and aorta compromised the safe removal of the delivery system and valve.